Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen cracked after the user slept on the device, while the device continued to function and blood glucose delivery was unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy and no need for medical care. Investigation included review of user report and coordination of a replacement device with instructions for shutdown, data syncing to the mobile app, return logistics, and notice that data would not transfer to the replacement. Investigation of this device revealed physical damage to the display consistent with external mechanical stress, with no malfunction of the pump¿s operational functions. It was concluded, based on previously established findings for similar reports, that the cause was user-induced external damage unrelated to device manufacturing or design.